Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during fill tubing, insulin began to leak from the connection of the patient line and the cartridge. There was no impact to the user's blood glucose level. The user successfully loaded a new cartridge.